Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR.: promus element ous, mr 2.75x24mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first 8 proximal struts were damaged ; misaligned. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement & withdrawal attempts. The undamaged distal stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 16-feb-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. The lesion was engaged with a 6f guide catheter and was crossed with a 0.014" guidewire. Pre-dilatation was performed with a balloon dilatation catheter and a 2.75x24mm promus element ¿ drug-eluting stent was advanced for treatment. However, the device was unable to reach the lesion due to angulation. The device was removed from the patient's body. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.